Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unreadable. Additionally, it was reported that the pump could no longer be charged with the tandem-provided usb cable and power adaptor. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose level.